Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, h6 and h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 06-dec-2022 to 05-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turned on. A field service engineer found that the system down was due to a bad controller board. Removed back panel, replaced controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation es system stopped responding, preventing user from removing the required medications. The customer state that they had manually get the medications and there was no patient care delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis medstation es system stopped responding, preventing user from removing the required medications. The customer state that they had manually get the medications and there was no patient care delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the system down was due to bad controller board. A field service engineer removed back panel, located the failed drawer and replaced bad controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.